Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -9.5/1.5/085 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On (B)(6) 2024 the lens was exchanged with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).